Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that there was no filament voltage so the system could not produce x-rays. Replaced the x-ray regulator circuit board, darlington transistors, and temperature sensor. Verified x-ray generator operation. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9600+ displayed a saturation fault and over voltage fault. The system could not be used as a fluoroscope. There was no adverse patient involvement reported. There was no patient information reported.